Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed a restart alert with an associated motor stall alert, and after a device restart the user was guided through a dry supply change without issue, followed by a real supply change, with blood glucose reportedly unaffected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviewing and communicating with the user and analyzing information provided by the user. Investigation of this case revealed a mechanical problem consistent with a stalled motor, aligning with previously characterized mechanical issues in the pump system. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.